Event description:
It was reported the lead was attempted but not used as the conductor was stretched while the physician adjusted the sheath. A new lead was used. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead. Visual inspection: it was noted that the defibrillation conductor was deformed.